Event description:
It was reported that "the doctor found needle hub crack prior to the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit containing an introducer needle for analysis. No signs of use were observed on the returned components. No obvious signs of a blockage were visible at the proximal or distal openings of the needle cannula. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack. The returned needle was functionally tested with a lab inventory arrow raulerson syringe (ars) per the instructions for use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". With the syringe attached, water leaked from the crack on the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through complaint investigation. Visual inspection revealed cracks on the needle hub. The failure mode identified is consistent with the failure mod.e investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the doctor found needle hub crack prior to the patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.